Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pin of the power adaptor of the remote monitor broke off. The power cable was broken, half the plug remained in the female plug socket. No troubleshooting taken. The monitor remains in use. The power cable is expected to be replaced. No patient complications have been reported as a result of this event.